Event description:
Provider spoke with (B)(6) in customer service (B)(6) to advise that the stems on this fork are trashed. Provider states that the consumer kept using the chair when they needed to be tightened and now they cannot be tightened. Provider hung up before any additional information could be obtained.